Event description:
It was reported that high capture threshold and oversensing of noise leading to pacing inhibition were observed on the right ventricular (rv) lead. The patient is pacemaker dependent. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.